Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required. The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: d9, h2, h3, h6, h11. Corrected fields: b5, d4 - unique device identifier (UDI) #1 and g4. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to software coding, which is problems traced to an error, flaw or fault in a computer program or system that causes it to produce an incorrect or unexpected result, or to behave in unintended ways. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during sedation (device inside patient) of a therapeutic laparoscopic cholecystectomy- abdominal cavity procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that upon insufflating the high flow insufflation unit, the pressure light came on and pressure read 27. As it continued to pump gas, the pressure was manually released until it dropped to desired pressure of 14. The issue was found during a therapeutic laparoscopic cholecystectomy- abdominal cavity procedure. There were no reports of patient harm.